Manufacturer narrative:
Product ID (B)(4) serial# (B)(4): product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who reported they would see the patient on (B)(4) and will have more information. So far the patient has taken the battery and re-inserted it. The charging coil has also been replaced but unknown if it worked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who reported the patient was seen and everything seems to be working now. They cannot tell if it was operator error or a real issue but patient is doing well without complaint.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) and a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the controller was not finding the ins when it should and the patient was seeing the no device found screen. The recharger is plugged in when this happens. The rep also stated the amplitude setting goes from 2.0 to 4.0 when the patient is charging. The ins battery will be at 30% and the controller will say it is done charging the ins. The rep stated the controller also turns itself off when the patient is charging the ins and the light on the controller stops flashing. A replacement recharger was sent. Additional information from the rep stated there were some unexplained screens on the controller. While checking the ins battery level, it stated ¿terminated¿ next to the icon. After consulting with technical services it was reviewed that this was a normal screen. The rep also indicated that the patient was seeing ¿looking for device¿ frequently. The rep was unsure if the ins was discharged. The rep stated they would wait for the new recharger and evaluate afterwards. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.